Manufacturer narrative:
The customer evaluated the device and was unable to duplicate the reported issue. The customer advised that they reseated the internal cable and pcb connections and observed proper device operation through functional and performance testing. The device has since been returned to service for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device had a solid white screen upon boot up, which is indicative of a device lockup. This was discovered during daily testing and there was no patient use associated.